Event description:
It was reported that the procedure performed was to treat a left subclavian artery. The thumbwheel of the 7.0x100mm absolute pro vascular self-expanding stent delivery system was difficult to roll while deploying, and the stent was partially deployed (flowered) but was still able to be removed. A new unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted kinked stent sheath resulting in preventing the shaft lumens from moving freely; ultimately resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.